Event description:
It was stated that the customer passed away after being involved in a car accident. The customer was the driver and was wearing the insulin pump and sensor at the time of the accident. The wife stated that the customer had some work and lifestyle changes that could have contributed to low blood glucose levels. The customer's last blood glucose reading was 70 mg/dl. The wife also stated that the insulin pump was working fine. Unable to return the insulin pump for analysis as it was disposed of, after the accident. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.